Event description:
It was reported that there was atrial oversensing, and the device was explanted one week post-implant. During the explant procedure, blood ingress was noted in the atrial and ventricular connectors. No clear grommet damage was observed. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported.

Manufacturer narrative:
This report is based solely on device return and analysis. The event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: during testing, a lead could not be fully inserted into the atrial connector block. The result was a no atrial output condition. Further examination found foreign material in the atrial chamber, which prohibited the lead from being fully inserted. Further analysis of the foreign material suggests a biological origin, not polyetheruethane or medical adhesive. It was reported that there was atrial oversensing, and the device was explanted one week post-implant. During the explant procedure, blood ingress was noted in the atrial and ventricular connectors. No clear grommet damage was observed. The device subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed. Visual examination: component/subassembly failure. Connector device was out of specification in a manner that relates to event. Blood contaminated device.